Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: yrbr2414135 stent graft, implanted: 2003-(B)(6); yrirx1485 stent graft, implanted: 2003-2003-(B)(6). (B)(4).

Event description:
The patient called and reported feeling terrible agony. During the device check, the physician indicated that the device was set to low. The patient scheduled an appointment with the electrophysiologist for further discussion, but was uncertain if able to keep the appointment and was disappointed that the device manufacturing company didn¿t have a clinic for device checks. Additional information has been requested and not yet received. The device remains in use. No patient complications have been reported as a result of this event.